Event description:
The customer advised the tubes are used for p2y12 platelet testing, with 454334 for the waste tube and 454332 for the draw tube. The customer advised the tubes are not completely filling to the line and causes them numerous recollections. Lot number, photographs, additional information not provided by customer. Ts requested more complaint information from customer. Customer advised they are not filing a quality complaint. They were looking for education on how to ensure the lab fills to the indicator. Ts provided the customer with IFU, and coagulation best practices literature. Customer was referred to product specialist team for product training.

Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. No pictures were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.